Manufacturer narrative:
Na.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). At 14:01 pm, the result from the meter was 4.2 inr. At 14:05 pm, the result from a laboratory was 3.04 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2.0 - 3.0 inr. The customer had no known hematocrit issues, no antiphospholipid antibodies, no blood thinners other than coumadin, no new medicines, no diet changes, and no new illnesses. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 294943) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294943) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.